Event description:
It was reported by service report that the weld was cracked at the support tube that attaches to the litter top of the jack assembly. No pt involvement or adverse consequences were reported.